Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when the surgeon fired the stapler, surgeon broke the safety bar. Upon inspection of the anastomosis, they noticed that all the staples were straight. The surgeon was going to fire a second stapler to redo the anastomosis. Because the anastomosis area was so low in the patient, they had to do a purse string around the center rod of the stapler with the rectal stump. After the second firing, the donut from the rectal stump was incomplete. It did not pass the leak test. It was noted that there was an extended incision more than an inch. They were attempting to over sew the anastomosis but determined they were going to have to place a colostomy.